Event description:
As reported via the (B)(4) study, a patient experienced plaque shifting during the index procedure requiring placement of an additional stent, troponin t increased post index procedure that was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. The target lesions treated during the index procedure were the distal first obtuse marginal and the proximal circumflex. The distal obtuse marginal lesion was described as 10mm in length with 90% stenosis. The reference vessel was 2.5mm in diameter. A 2.5 x 13mm cypher rx was implanted by direct stenting at 14atm, without post-dilation. Residual stenosis was 0%. The proximal circumflex lesion was 8mm in length, with 90% stenosis and was located at the bifurcation of the first obtuse marginal branch. A 2.5 x 13mm cypher rx was implanted at 14atm in the proximal circumflex extending through the ostial segment of the first obtuse marginal branch, without post dilation. Following the implantation of the proximal circumflex stent, there was "snowplowing" between the two implanted stents. An additional 2.5 x 13mm cypher rx was implanted at 16atm, proximal to the initially implanted circumflex stent, with overlap connecting both previously implanted stents. Residual stenosis was 0%. Cec adjudication minutes were received on (B)(6) 2012. It was noted that the troponin t was elevated at 0.02 (0.01 unl) 6-12 hours post index procedure and 0.04 (0.01 unl) 16-24 hours post index procedure that was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. As per adjudication report, the ECG core lab report was unavailable. The ECG tracings, discharge summary and hospital laboratory reports were not received from the site.

Manufacturer narrative:
Concomitant medications included aspirin, atorvastatin, clopidogrel, heparin, integrelin, metoprolol, valsartan, hydroclorothiazide, and pioglitizone. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00127, 3003742446-2012-00132, and 3003742446-2012-00133.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(6) patient suffered a coronary embolism and a peri-procedural mi. This is a (B)(6) male with medical history including dyslipidemia, hypertension, lvef 40-50% and diabetes. The indication for the procedure was angina with a positive functional (B)(4). Angiography revealed a 90% stenosis of the 1st om and a 90% stenosis of the proximal lcx. Both lesions were noted to have timi 3 flow. In 2/2010, the index procedure was performed to treat two target lesions. The first target lesion was the 1st om. Two stents were implanted, it was noted that the second stent was used secondary to ''snow-plowing of plaque.'' This event is being captured and coronary embolism. The second stent was implanted proximal but overlapping the first stent. The core lab reported a 14% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the proximal lcx. One stent was successfully implanted and the core lab reported a 5% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 103 and the troponin was 0.01, ckmb was not measured. Post procedure the ck was 103 and troponin was 0.02. The following day the ck was 102 and troponin was 0.04. The ECG core lab report and site ECG tracings are unavailable. The site reported no mi; however, the cec committee had adjudicated that an arc peri-procedural pic event occurred. A code for mi has been added to the file. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079443 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Plaque shift i.e. Coronary embolism is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately, this plaque shift can occlude within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00127, 3003742446-2012-00132, and 3003742446-2012-00133.